Event description:
It was reported that a spectrum pump falsely alarmed for downstream occlusion during therapy. It was also reported, there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "downstream occlusion sensor trips at a low psi/" eval found the downstream sensor current reading with a fluid filled set to be out of spec (high) due to a failed downstream sensor. The failed downstream sensor was replaced.